Event description:
It was reported that during a bariatrie procedure the device did not want to connect with generator. No patient consequences.

Manufacturer narrative:
(B)(4). Batch #: u93x30. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was received with the cable cut off. Upon visual analysis of the returned sample determined that the nslg2s35 device was received the upper jaw damaged at the proximal side. (Hinge). In addition, it was received with the top of the I-blade fractured and slightly lifted. Due to the condition of the device returned we were unable to investigate further the communication issues as reported. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.